Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m5607p. The analysis found that one plee60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Cartridge ecr60g reload was returned for analysis, was received partially fired 1/16. It is possible that while loading the reload the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The knife reverse button worked properly during testing. Event could not be confirmed as the device closed and opened without any difficulties noted. Once the device completed the firing sequence the knife returned home automatically as intended. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a gastric sleeve procedure, on the sixth firing with a green reload, the stapler misfired. The staples were not deployed and the jaws did not open. The surgeon attempted to use the reverse button and the manual override but could not open the jaws. It is unknown how the device jaws were opened but they did eventually open. It is unknown how the case was completed, however, this was the last firing on the procedure. Buttressing material was being used on the firings. There were no patient consequences reported.